Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not properly remove residual air from the cartridge. Additionally, the customer failed to properly cycle the cartridge and was using the same cartridge and infusion set for over 3 days using novolog insulin. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Customer changed cartridge and infusion set to address the issue.